Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. He may not have bowstringed correctly in collecting the sutures. The device was pulled out after tying the knot. The j-tip was noted to be missing. A vascular surgeon was called to retrieve the tip. The surgeon noted that the tip was retrieved from a side branch of the artery. There reportedly was no injury to the femoral artery. The pt was treated with antibiotic and did fine after the surgery. The shear of the sheath indicated that the suture had cut into the sheath.